Event description:
Information received regarding the explanted device notes that the device "showed signs of weakening/depletion". The surgeon felt that the battery depletion was unusual given the device had been implanted less than five years. The patient experienced light-headedness and exertional dyspnea.